Manufacturer narrative:
A replacement glidescope titanium lopro t3 was provided to the customer. The titanium lopro t3 used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the customer's returned titanium lopro t3 and was unable to confirm the "no image / intermittently image" issue. The technical service representative observed that when the titanium lopro t3 was connected to the test equipment, the blade displayed poor image quality. The technician found the lens was scratched. The camera image quality test was performed and failed. The technical service representative attributed the poor image quality to the scratched lens. Since the customer had already received a replacement glidescope titanium lopro t3, the returned titanium lopro t3 was scrapped. No further investigation is required at this time. Verathon will continue to monitor for trends. The glidescope and gliderite products reprocessing manual notes that "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Also, the reprocessing manual notes that to prevent scratches to the camera lens, "clean the camera window using a cotton swab to avoid scratches".

Event description:
The customer reported that during a patient procedure, using a glidescope titanium lopro t3, the image would flicker and disappear. The doctor was able to maneuver the blade to complete the intubation. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.